Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No manufacturing related fault could be detected. The product evaluation visual inspection revealed three of the four cruciform blades were broken off near the base of the blade where it starts to transition to the shaft. The remaining blade was slightly bent at the tip in the direction of tightening a screw. Dco 10012095 was implemented in march 2011 and changed the material from 440 to 465 ph stainless steel to improve the durability of this device. This part was produced in august 2009 prior to that change.

Event description:
It was reported that during a sternal reconstruction, the surgeon was tightening the screws, and the heads of the drivers broke off during the procedure. This happened to two different instruments during the same case. The surgeon used two additional screwdrivers in the set to complete the procedure. Nothing broke into the wound, no fragments to retrieve.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 2 for this complaint (B)(4).